Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b5, g6, h2, h6: device codes, type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapient xt, s3, and s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events has historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The complaint for calcification was confirmed based on the provided medical record. The available information suggests that patient factors, such as ckd and hyperlipidemia, likely contributed to the event, as noted in the provided medical record. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was initially reported by the field clinical specialist (fcs) that approximately 4 years, 8 months, and 21 days post transcarotid tavr with a 26mm sapien 3 valve, stenosis was found. A valve in valve was performed. The valve was placed successfully. The patient was discharged home in stable condition. Medical records reviewed reported that a transthoracic echocardiogram (tte) performed showed the bioprosthetic aortic valve with significant valve stenosis, mean gradient 44 mmhg, peak velocity 4.3 m/s. A transesophageal echocardiogram (tee) was performed and showed marked turbulence across the valve at peak systole, severe aortic stenosis, with no significant regurgitation seen. A no contrast CT, study done reported calcified leaflets of the bioprosthetic valve. Per the cardiology office visit note, the s3 valve had early valve failure with leaflet calcification due to advanced chronic kidney disease (ckd). It was decided to proceed with a valve-in-valve procedure. A 26mm sapien 3 ultra resilia valve was successfully implanted.

Manufacturer narrative:
This supplemental is being submitted to correct d6b as the valve was not explanted. The date provided was marked in error. The valve remains implanted.

Manufacturer narrative:
The investigation is ongoing.

Event description:
It was reported by the field clinical specialist (fcs) that approximately 4 years, 8 months, and 21 days post transcarotid tavr with a 26mm sapien 3 valve, stenosis was found. A valve in valve was performed. The valve was placed successfully. The patient was discharged home in stable condition.